Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 5/26/2016 device returned to manufacturer - yes. The intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the lens was cut/ripped/torn. Only one piece of the lens was returned. The condition observed in the lens and the way the cut is formed is consistent with a lens that has been cut due to iol removal process. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured according to specification. The units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while injecting an intraocular lens using the preloaded insertion system, model pcb00, into the left eye of a (B)(6) female patient, the lens was 3/4 out of the cartridge when the plunger overrode the lens. The lens then got stuck in the cartridge. Since the surgeon could not complete the insertion of the lens using forceps, the pcb00 unit was removed from the eye. The surgeon tried to pull the rest of the lens out of the cartridge using forceps but tore the lens. Another lens (model ar40e) was used a replacement lens. The surgery was delayed 5 minutes. The patient is doing well with visual acuity of 20/20 but she realized that a different lens was implanted. No additional information was provided.